Manufacturer narrative:
(B)(4). It was reported that the proglide device was used in a mildly calcified vessel. Per the instructions for use, the safety and effectiveness of the proglide device have not been established for patients with femoral artery calcium which is fluoroscopically visible at the access site. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The two other perclose proglide devices referenced are being filed under separate medwatch MFR numbers.

Event description:
It was reported that an arteriotomy closure of the mildly calcified and heavily tortuous left common femoral artery was attempted using a proglide device after a peripheral interventional procedure, using a 6f sheath. Reportedly, a cuff miss occurred. Two additional proglide devices were used with the same results. A fourth proglide device was used to achieve hemostasis. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Event description:
Subsequent to initial medwatch report filed, a user facility medwatch report was received stating: "event desc: male patient was admitted with severe claudication of his r&l lower extremities. Intraoperatively upon removal of the arterial sheath, following a left iliofemoral- lower extremity stent, three perclose closure devices were attempted. All three were inserted and failed on deployment. The fourth perclose device was deployed successfully. There was no associated patient harm. All devices were retained and can be returned to the manufacturer. What was the original intended procedure? S& I abdominal runoff/bilateral iliofemoral- lower ext stent iliac placement. According to the physician operating the device he believes this was not a product failure per se of the 3 devices, however the failure was directly related to the vessel anatomy of the patient." Subsequently abbott vascular representative reported that the devices have been lost and are not returning.